Event description:
It was reported that a revision was performed due to a fractured implant.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Manufacturer narrative:
Information received indicated the revision surgery performed on this date involved devices not manufactured by smith & nephew. Therefore please disregard this report. No further reports are necessary.